Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing, and an alarm log review were performed. No alarms or malfunctions were identified during the evaluation of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.